Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 42 mg/dl. Customer was treated with food and current blood glucose was 89 mg/dl. Customer refused to perform troubleshooting for low blood glucose. It was unknown whether the customer was using automode. Insulin pump will not be returned for analysis.